Manufacturer narrative:
Internal report #(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen). Note: test strips-UDI: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results.the customer is concerned with tests results from results obtained of 188, 199 and 237 mg/dl. The customer's expected fasting blood glucose test result range is 99-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 11/23/2017 and open vial date is 10/01/2016. The meter memory was reviewed for previous test result history (date / time not set): the 188mg/dl (B)(6) 2016 11:32:00 am fasting: yes; the 199mg/dl (B)(6) 2016 11:32:00 am fasting: yes; the 237mg/dl (B)(6) 2016 11:32:00 am fasting: yes; the 187mg/dl (B)(6) 2016 11:32:00 am fasting: yes. Memory concerns:237 mg/dl. Customer educated of product proper storage environmental conditions recommended by manufacturer.